Event description:
The user received discrepant hcg results for one patient sample in a 6 ml red top tube with 3 ml volume. The original result was greater than 10000 miu per ml. The same sample tube was repeated with a dilution and resulted as less than 50 miu per ml. A third repeat was done in a (B) (6) sample cup with a dilution and resulted as 49204 miu per ml which was reported. On (B) (6) 2009, the original sample tube was tested again with a result of greater than 10000 miu per ml and repeated with a dilution giving a result of 42360 miu per ml. The patient was (B) (6) was given nausea medicine due to her pregnancy symptoms. The patient was not adversely affected.

Manufacturer narrative:
The field service representative determined, there were microbubbles and dried reagent particles inside the reagent pack. He replaced the reagent pack and performed calibration and qc. The patient sample in question was run without any issues. It was also noted, the manufacturer recommendations state, serum specimens must be held for a minimum period of time (30-60 minutes), to allow for clotting before centrifugation. The sample in question was drawn at 14:40 pm and was centrifuged between 14:46 and 14:50 pm. Initial testing was performed at 15:17 pm.